Event description:
The reporter stated that the device was used to puncture her finger. She stated her finger began to hurt and the hole didn't close up. She said the site became infected and she went to the dr several times to have the infection cleaned out. The site is now healed.